Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with its pusher assembly. The smart coil pusher assembly was kinked at approximately 138.0 cm from the proximal end of the pusher assembly. The smart coil pusher assembly had bends along the length of the device. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The smart coil was unable to advance out of the introducer sheath. The smart coil was retracted from its returned introducer sheath and re-sheathed with a demonstration introducer sheath. The smart coil was then successfully advanced through a demonstration introducer sheath and the returned introducer sheath without issue. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath which allows the introducer sheath to seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn proximal to the friction lock, it is likely that resistance will be experienced when attempting to advance or retract the embolization coil. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock likely prevented the smart coil from being advanced out of its sheath during the procedure. Further evaluation revealed a kink and bends along the device length. The kink is likely a result of forcefully advancing the embolization coil against resistance. Based on the return condition and reported complaint, the bends were likely incidental to the case and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance the smart coil out of its introducer sheath and into the non-penumbra microcatheter, and therefore the smart coil was removed. It was reported that the smart coil felt like it was bonded to the introducer sheath. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.